Event description:
Dealer alleging that they need a new head wire also the control box remote port is loose on a bar600ivc bed. When you jiggle remote connection it reverses the polarity and makes the foot section go down when pressing up button and vise versa.